Event description:
Report received from (B)(6) stating that the "neuro-tip" was bent. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is in process. When the evaluation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).